Event description:
Note: meter was set in the wrong unit of measurement. Patient's spouse called on 9/16/02 alleging that pt's meter was not working properly and had been giving pt's inaccurately low bg readings. Spouse was comparing the bg reading to the hospital meter (invalid comparison) co spoke to patient on 9/17/02 and pt mentioned that one week ago (date unknown) in the afternoon, pt was having difficulty breathing, so spouse tested pt's bg and pt thinks the meter read 178mg/dl (meter actually read 17.8mmol). Pt then took insulin (based on a sliding scale). Spouse took pt to the clinic because pt was having difficulty breathing. Pt does not recall what the clinic reading was, but all pt remembers was that pt was admitted in the hospital. At the hospital pt's bg was 400mg/dl. Pt was at the hospital for four days. Pt was treated with lantus and "a new type of insulin" (name unknown). Pt was diagnoised as having "diseases of the lungs and high bg". When spouse called lfs ccr found out meter was set to mmol and not mg/dl. Ccr assisted customer in setting it back to mg/dl. Pt mentioned that meter has been set to mmol ever since pt had the meter, which was 2 years ago. Spouse also mentioned the same thing in the potential medical notes with the ccr. Patient did not have ctrl sol. Ccr sent patient a new vial of ctrl sol. Note: spouse took pt to the hospital, because pt was having difficulty breathing and not because of pt's bg reading. Patient did not have pt's sliding scale handy to give co their range. Pt did not have pt's meter handy either to read co the readings from the memory of the meter.